Event description:
It was reported that the device was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of high impedance was confirmed. X-ray revealed a broken ground case wire.